Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of low and high readings while using the ilet, associated with frequent use of the ¿less than¿ option, overcorrection of lows, and entering meal announcements to drive glucose down; the user self-identified as brittle and expressed concern about announcements, and a factory reset and re-entry into learning phase were performed after education, with the user electing to lower body weight settings despite counseling. Symptoms included hypoglycemia and hyperglycemia. Outcomes included transient low and high glucose events without hospitalization. Investigation included troubleshooting and user education, review of use behaviors, and a factory reset to reinitiate learning. Investigation of this case revealed no device malfunction and indicated use-related factors, including aggressive meal announcements and corrective actions, as contributors to the glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.